Event description:
It was reported that the patient had an acl repair due to an injury on (B)(6) 2009. On or about (B)(6) 2010 patient complaining of knee pain and stiffness while going up and down stairs. Follow up after 1 month time for x-ray on (B)(6) 2010. X-ray revealed a piece of the drill bit from original procedure in the postero-lateral portion of the right knee. MRI performed on (B)(6) 2010 showed foreign body in knee. On (B)(6) 2010, correction procedure was performed. However it was determined by the surgeon that the foreign body was unable to be removed due to significant scar tissue around the broken piece of the drill bit.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The complainant's event is typically caused by applying leverage force resulting in improper alignment that is not co-axial with the guide setup. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.